Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-06591. It was reported the patient had a fall. In turn, x-rays indicated lead migration. As a result, one of the leads was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.